Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a (B)(6) female who had a rectal resection (adenocarcinoma) with a low coloanal anastomosis in (B)(6) 2015. Concomitant radiotherapy. Due to incontinence, peristeen was started in (B)(6) 2016 and performed by a caregiver every 2 day. On (B)(6) 2018 the patient experienced very strong pain during a difficult catheter insertion and was hospitalised. A CT scan revealed an intraperitoneal perforation with peritonitis. The perforation was located 6 cm above the original anastomosis. A colostomy was created and postoperatively the patient suffered from a parietal abscess and eventration. The patient was hospitalised for 30 days. No further information. Conclusion: perforation of neo-rectum (radiotherapy + low coloanal anastomosis) during peristeen catheter insertion.